Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-33, lot# va091q9, implanted: (B)(6) 2013, product type: lead.

Event description:
The family of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor reported that in (B)(6) 2016 the patient had a lead removed due to an infection. The other lead remain implanted for unknown reasons the ins had been previously removed. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.